Event description:
It was reported by the patient that the patient has been feeling "little jolt" in the area of the pacemaker, lasting a few second, not happening every day and has not experienced before. No further information regarding this event is available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).